Event description:
The complainant had an impella cp pump placed to support a patient admitted in with st-segment elevation myocardial infarction. The pump was supporting despite ventricular fibrillation and defibrilate x 7. The impella cp pump was successfully explanted and the patient remained on impella rp flex support for nine more days.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.